Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6 the device was returned to olympus for inspection and the reported failure ¿no video image appeared¿ was not confirmed and the reported failure "the scope showed a communication error ¿e226" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccu plug of the video cable section was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccu plug of the video cable section was damaged and therefore e226 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a communication error e226 and no video image appeared on the monitor. The issue occurred during an unspecified procedure. There were no reports of patient harm.